Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed power error detected on (B)(6) 2015 and again the night before calling and in the morning. It was stated that insulin delivery stopped. Blood glucose value was 31 mmol/l. It was advised to disconnect and revert to back up plan. Customer was advised to remove the battery to clear the alarm.